Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample resulted in troponin t values of 14.7 pg/ml, 9.85 pg/ml, 10.4 pg/ml, and 9.41 pg/ml. The second sample was tested on (B)(6) 2026, resulting in troponin t values of 16.7 pg/ml and 14.5 pg/ml. The third sample was tested on (B)(6) 2026, resulting in troponin t values of 38.3 pg/ml, 18.5 pg/ml, 22.8 pg/ml, and 16.9 pg/ml. The fourth sample was tested on (B)(6) 2026, resulting in troponin t values of 15.3 pg/ml and 9.51 pg/ml. The fifth sample was tested on (B)(6) 2026, resulting in troponin t values of 21.1 pg/ml and 10.7 pg/ml. The sixth sample was tested on (B)(6) 2026, resulting in troponin t values of 14.7 pg/ml and 8.03 pg/ml. The seventh sample was tested on (B)(6) 2026, resulting in troponin t values of 14.0 pg/ml and 17.3 pg/ml.